Manufacturer narrative:
A gas delivery system (gds) and cable (assy,cable,data acq to mtr ctrlr,v8000) was returned for failure analysis. Visual inspection revealed a burnt cable connecting daq board to flow sensors. Failure investigation was performed, the customer complaint was verified. The root cause was failure of capacitor c2 in the o2 flow sensor assembly.

Manufacturer narrative:
Report date: 30sep2021.

Event description:
It was reported to philips that the device would power-up with no display. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed the fse found that the cable on gds was burnt and melted. The fse replaced the gas delivery system (gds) and the data acquisition (da) to motor control printed circuit board (mc pcba) ribbon cable to resolve the reported issue. There were no other parts burnt or melted, and the fse's assessment was that the cables were not attached correctly to components. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.